Manufacturer narrative:
Product analysis: the stylus was confirmed to be defective, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display wasn't responding properly to the stylus. It was noted that multiple attempts were made to calibrate the stylus, but the issue was not resolved. The programmer was returned for service. There was no patient involvement.